Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between 01/01/2008 and 10/23/2010 of complaints for additional reportable events. On (B)(4) 2009, a field service engineer (fse) visited the site to evaluate the instrument, though at the time of the visit, there was no one at the site who was familiar with the incident or who could provide specific data to the fse. The bar code label symbology is code 39 without checkout digit. There were no bar code labels returned for testing. It was noted that the bar code checksum software algorithm for the lh750 analyzer was disabled on the customer's instrument. Per beckman coulter labeling, the use of bar code checksums is strongly recommended in order to provide automatic checks for read accuracy. No service was performed on the instrument.

Event description:
The customer reported that the lh750 hematology analyzer read sample bar code label (B)(4) correctly when it was initially processed in auto mode, but misread the same sample bar code label as (B)(4) with no match message on rerun when it was processed in manual mode using the handheld scanner. The misread was noted when sample number (B)(4) was assigned to a different patient at another site and these results were flagged with a "corrected" results message though this was initial testing of the patient's sample. There were no misidentified or erroneous test results reported outside the laboratory. There were no reported changes to patient treatment as a result of this event.